Event description:
A us distributor reported that a battery charger was unable to pass essential performance testing.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The charger was not able to pass essential performance testing due to the power supply was missing. The root cause could not be positively identified. There was no adverse event that resulted from the damaged charger.